Event description:
It was reported that the ventilator generated alarms for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information received from our field service engineer (fse) the ventilator failed pressure transducer test. The reported issue has been confirmed during evaluation of received problem description and logs. After replacing the pressure transducer printed circuit board, the unit was tested and it passed all functional and safety tests and was returned for clinical use. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.